Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed episodes of inappropriate automatic mode switch caused by far r wave over-sensing exhibited by the implantable cardioverter defibrillator. Subsequent programming interventions were made. There were no patient symptoms reported.